Event description:
The patient was undergoing a coil embolization procedure in the micro vessel using a ruby coil lp, a pod coil, and a non-penumbra microcatheter. During the procedure, while advancing a ruby coil lp through the microcatheter, the ruby coil lp became stuck at the distal end of the microcatheter, and the coil had unintentionally detached. Therefore, the microcatheter containing the detached ruby coil lp was removed and the coil was flushed out from the microcatheter. The physician reinserted the microcatheter back into the vessel and was advancing a pod coil through the microcatheter. However, the pod coil would not advance out from the microcatheter, and the physician noticed the pod coil had unintentionally detached. The microcatheter was removed containing the detached pod coil and the coil was flushed out. The procedure was completed using a new ruby coil, a new pod coil, and the same microcatheter. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.